Event description:
Consumer complaint of about blood result reading "lo." Last 5 results in memory were: 132 mg/dl, "lo", 104 mg/dl, 98 mg/dl and 100 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has low glucose value.

Event description:
Consumer complaint of about blood result reading "lo." Last 5 results in memory were 132mg/dl, "lo", 104mg/dl, 98mg/dl, 100mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/20/2014).